Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the united kingdom, it was a case involving a 26mm sapien 3 ultra valve implanted four (4) years and five (5) months earlier. Post-procedure, the patient developed severe central aortic regurgitation and experienced symptoms of dyspnea. The sapien 3 ultra was assessed to measure 442 mm2 at the inflow, 378 mm2 at mid-valve, and 444 mm2 at the outflow. A valve-in-valve procedure was performed, and a 29mm non-edwards transcatheter heart valve was implanted with good result. The patient remained in stable condition. The perceived root cause was unknown but the CT images showed the 26mm sapien 3 ultra valve was under-deployed.

Manufacturer narrative:
Updated section h6. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. The complaint for central regurgitation was empirically confirmed based on the information provided. As no serial number was provided, review of DHR and lot history were unable to be performed. However, complaint history review did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU /training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In addition, it was reported that it appears the thv was under-expanded, which may have also contributed to the development of the central regurgitation. However, due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.